Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient came in for normal device follow-up. They stated that within the last month they had a fall that may have contributed to the reported issue. It was reported that all impedances associated with 0 were greater than 4000. The device was programmed on a program that did not use the electrode 0. It was reported that the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.